Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The results are still pending and the investigation ongoing. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for aquaculture with less than 1 colon-forming unit per 100 ml. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9), culture results, and to provide an update to fields (d8, h3, and h4). The device was evaluated by olympus, and positive culture was detected, air/water cylinder and air/water channel has foreign material. Additionally, there were non-reportable (non-pae) defects noted. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr. 9, 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy/suction channel cfu: 1cfu bacterial identification: micrococcus luteus, staphylococcus cohnii sampling from: air/water channel cfu: 1cfu bacterial identification: micrococcus luteus sampling from: auxiliary water channel cfu: 1cfu bacterial identification: micrococcus luteus a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event "positive in culture" for the air/water channel occurred due to insufficient reprocessing as there was residue after reprocessing on location where bacteria were detected. As for other locations where bacteria were detected (biopsy/suction/auxiliary water channel), olympus cannot judge the relation between the subject device and positive in culture test. The root cause of the event "positive in culture" could not be identified. Additionally, the events "air/water cylinder and air/water channel has foreign material" olympus could not identify the foreign matter. However, it is possible the user could not perform reprocessing properly due to water leakage from the device and remove the foreign materials. The root cause of the events "air/water cylinder and air/water channel has foreign material" could not be determined. Additionally, after reviewing information regarding reprocessing steps provided to the user, information that can judge deviation from instructions for use was unavailable. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.